Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right common iliac artery. After a non-bsc guidewire was used to cross the lesion, a 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on the first inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with 8mm-20mm synergy balloon catheter. No patient complications were noted and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that this is a duplicate of the event reported in MDR-ID: 2134265-2014-02712.